Event description:
Reporting status: serious injury; reporting rationale: intimal dessection requiring medical intervention; device issue: balloon rupture. During deployment, the balloon was inflated to 10 atm and the balloon burst. It is unknown if the stent was deployed properly, so another company's high pressure balloon was used to ensure stent deployment. The patient seemed to be fine and was moved out of cath lab; however, the patient was brought back to the cath lab due to chest pain. Under angio, a dissection distal to the stent was found. The dissection was treated with anothe stent.

Manufacturer narrative:
Results and conclusion summation. Product performance engineering reviewed the incident information. The balloon rupture can be caused by a variety of factors, including interaction with patient anatomy/lesion or interaction with accessary devices. However, without the device to examine, no determination can be made as to the root cause of the reported balloon rupture. Additionally, intimal dissection, as listed in the instructions for use, is a known adverse event associated with coronary stenting.